Event description:
During a wisdom tooth removal, the handpiece heated up. The dr felt the heat. The dr experienced a reddened area to one of the fingers. This did not blister and resolved on its own within a period of two weeks.